Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recq1437 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient underwent catheter placement on (B)(6) 2019. Fluid leakage was found at the puncture site on (B)(6). Upon examination, it was found that the external part of the catheter ruptured. The catheter was removed to fix the issue.

Event description:
It was reported that the patient underwent catheter placement on (B)(6), 2019. Fluid leakage was found at the puncture site on (B)(6). Upon examination, it was found that the external part of the catheter ruptured. The catheter was removed to fix the issue.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter leak was unconfirmed because the problem could not be reproduced and no potential cause for catheter leakage was discovered during the evaluation. The product returned for evaluation was a 4fr s/l perqcath catheter. The catheter had been trimmed near the 48cm depth marker and usage residue was seen on the luer hub and within the catheter. Gross visual evaluation of the device found no potential cause of catheter leakage. Subsequent functional of the testing involved flushing the catheter with water and a 10ml syringe. No leakage was discovered during routine flushing, and forceful syringe pressurization, of the catheter. Microscopic evaluation of the catheter revealed no catheter damage and tactile evaluation was unremarkable. As the alleged event could not be reproduced, and no potential cause of catheter leakage was discovered, the complaint was unconfirmed. A lot history review (lhr) of recq1437 showed no other similar product complaint(s) from this lot number.